Event description:
It was reported that resistance was met as the rx trek balloon dilatation catheter was very quickly advanced through the 6f launcher jr4 guide catheter. As the proximal segment of the trek was being advanced, the distal end did not exit the guide catheter because the rx trek shaft had separated. The guide catheter was removed along with the entire rx trek. The prowater guidewire remained in place to maintain vessel access. A non-abbott balloon was used with another jr4, over the same prowater, in the mid right coronary artery to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.